Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device's front, rear and top enclosure were replaced due to physical damage. The power cord clamp, handle, keypad, porting block adaptor and exhaust fan were also replaced due to damage. The device's rubber feet were missing and were replaced. During final testing the device failed a test step indicating a nurse call test step failure. The device's interface board was replaced to address the issue. The device was retested and passed all final testing.